Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar handle broke into two pieces during the procedure. No negative impact in state of health reported.

Manufacturer narrative:
Investigation: the device was not sent to the manufacturer for inspection, therefore the error description provided by the customer, " bipolar handle breakage during surgery ", couldn't be confirmed. A review of similar complaints on this article code results in the most likely root cause of mechanical overload of the electrode during application by the use of excessive force. The IFU contains comprehensive guidance on the correct operation of the device. The event is filed under internal karl storz complaint ID: (B)(4).